Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be exhibiting premature battery depletion (pbd). A bd alert was observed, and data analysis was requested. Boston scientific technical services reviewed the available data and confirmed the alleged pbd. The replacement window is 90 days from today. If a new replacement window is required, new data should be provided for review. The healthcare professional questioned if device beeping could be reset, recommendations to shortly activate MRI protection mode to deactivate the beeper. There were no adverse patient effects reported and this device remains in-service. Additionally, the revision procedure has not been scheduled as the patient is needing more time to think about having a revision procedure. This device remains implanted. Should the device get explanted or replaced in the future, an updated report will be provided if the information is made available to boston scientific.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.